Manufacturer narrative:
This event was confirmed. A three way foley was received. A syringe was used to insert water through the irrigation funnel and no water flowed through the irrigation lumen. The irrigation funnel was cut and the syringe was used to insert water through the distal end of the irrigation lumen still no water flowed. The irrigation eye was cut to examine the irrigation lumen on the proximal side of the catheter. Visual evaluation showed that there was no opening of the irrigation lumen into the irrigation eye. The irrigation lumen was cut on the proximal end adjacent to the irrigation eye. A slip tip syringe was used to insert water through the irrigation lumen and water flow was observed, confirming no proximal opening of the irrigation lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils.)[they may damage the device and may burst balloon]."

Event description:
It was reported that the catheter was unable to irrigate through the irrigation lumen when the user tried to wash the bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was unable to irrigate through the irrigation lumen when the user tried to wash the bladder.